Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer blood glucose level at time of incident was 500 mg/dl and customer alleged insulin pump was under delivering. The customer was treated with insulin pen. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleges pump was under delivering as they tried multiple remedies and nothing helps. Customer was assisted with troubleshooting for high blood glucose. The reservoir will not be returned for analysis.